Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the electronic patient gas system was reading inaccurate low o2 pressure. No other details regarding the nature of the event were provided.